Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they recently visited an orthodontist who evaluated their teeth and concluded that they are not a suitable candidate for byte. The orthodontist recommended that the patient discontinue byte treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.